Event description:
It was reported that the user experienced recurrent nocturnal and early-morning hypoglycemia while using the ilet system, with episodes including blood glucose as low as 39 mg/dl and post-correction rebound followed by subsequent lows; the user treated lows with oral glucose and planned a pre-bed snack, and the call ended for the user to address an active low. Symptoms included low blood glucose. Outcomes included urgent low glucose alerts and the need for immediate treatment of low glucose. Investigation included troubleshooting and education with a plan to follow up and arrange training with a clinical specialist. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that the event involved hypoglycemia of unclear cause with user self-treatment and ongoing education needs. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.